Event description:
It was reported via repair work order that both siderails lost functionality due to faulty cables. It was also reported that the siderails were stuck in the down position due to a bent timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the siderails would not lock into the up position due to the siderails being bent. It was also reported that the lift controls on the right head siderail and the fowler controls on the left siderail were not functioning due to broken siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the siderails would not lock into the up position due to the siderails being bent and the lift controls on the right head siderail and the fowler controls on the left siderail were not functioning due to broken siderail cables. Follow-up submitted as further investigation determined the siderails not locking in the up position was due to a bent timing link and that both siderails had lost all functions due to faulty cables.